Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one screw for evaluation. Visual evaluation was performed, damaged has been identified at the threads. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection was not adequate to withstand recommended torque values for placement/ seating or removal. Therefore, based on the available information, a device malfunction did occur. Damaged has been identified at the threads. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Event description:
It was reported that the screw was stripped. The plan is to replace the screw when replacement received.

Manufacturer narrative:
Zimvie complaint (B)(4).